Event description:
Dimension rxl result for the troponin assay was incorrectly low (0.0 ng/ml) for a patient sample on 6 days prior to event date, and no error flag was generated. There was no adverse patient consequences.